Manufacturer narrative:
Based upon additional investigation findings, the reported event has been confirmed. The devices were not returned for evaluation and remained in the patient. Product appropriateness could not be assessed due to the lack of information. Cautionary product use conditions that might have contributed to this event included: thrombus within the aortic neck; and, chronic renal failure due to the inability to tolerate contrasted surveillance, which diminished the capacity to detect an endoleak, and might have caused a delay in treatment. The patient's history of antiplatelet therapy might have contributed to this complaint due to the increased risk of bleeding. The rupture and type iiib endoleak were substantiated. The second subsequent procedure of a right hypogastric coiling, and an aui (to left iliac) and femoral-femoral bypass was substantiated. The complication of an intraoperative acute myocardial infarction, and compartment syndrome and death were also substantiated. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information; although, a possibility exists that the instrumentation of the system during the diagnostic angiogram might have changed the integrity of the aortic components.

Event description:
It was reported that approximately 28 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented to a secondary hospital with an active rupture and ultimately expired. Reportedly, the patient presented to a secondary hospital with an active rupture and was transferred to initial implanting hospital. A competitor stent graft was used to reline the previously implanted bifurcated device, and iliac limb extensions were also placed, obtaining good seal. However, the patient had renal insufficiency and experienced renal failure, became hypotensive, and blood products were administered. Two days post-op, the patient had a myocardial infarction and expired. The physician is uncertain of the type of endoleak which caused the observed extravasation at the aortic bifurcation. Additional note: patient was also being followed due to a type 2 endoleak. Patient had competitor's iliac extensions implanted.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices were not returned for evaluation and remained in the patient. Product appropriateness could not be assessed due to the lack of information. Cautionary product use conditions that might have contributed to this complaint included: thrombus within the aortic neck; and, chronic renal failure due to the inability to tolerate contrasted surveillance, which diminished the capacity to detect an endoleak, and might have caused a delay in treatment. The patient's history of antiplatelet therapy might have contributed to this complaint due to the increased risk of bleeding. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available